Event description:
The user facility reported that there was a white material inside the package during a product check. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that there was a white material inside the package during a product check. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.